Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Subsequently, the pump time and date were found to be incorrect. The customer corrected the time and date to resolve the issue. Customer's blood glucose was 148mg/dl.